Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to monitoring a patient (age & gender unknown), the device displayed "internal comm failed -1173", "internal comm failed-1471" and "internal comm failed-1475" error messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Correction: d2. The device was returned to zoll medical corporation; the customer's reports were duplicated and attributed to a defective main battery. The battery was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.